Event description:
The implant failed due to poor bone condition. The implant was removed after 9 months.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.